Manufacturer narrative:
Device evaluated by MFR.: promuse elite ous mr 16 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the proximal stent strut row were lifted from their crimped stent position. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09feb2021. It was reported that advancing difficulties were encountered. Vascular access was obtained via the radial artery. The 95% stenosed, 3.0mmx12mm. Concentric, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 16 x 3.00 promus elite drug-eluting stent was advanced for treatment; however, it was noted that the stent was not delivered to the lesion due to level of trackability. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage.